Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube threads, a scratched case, a missing reservoir tube o-ring, a missing retainer, a cracked case-corner of belt clip rails near the battery compartment and a serial number label fading. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. No harm requiring medical intervention was reported. The device will be returned for analysis.